Event description:
It was reported that the patient faced five infusion sets bent cannula events on (B)(6) 2026 within three hours of insertion. The insertion site was abdomen. Blood glucose level was high at the time of the event and patient took correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR 3003442380-2026-12273 / initial 2 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.